Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir cavity had piece was broken and reservoir was not seating properly. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was rejecting the batteries and also received an unexplained no delivery alarm. The device will not return for the analysis.